Event description:
Information received indicates the technician found the ground resistance too high on the bed.

Manufacturer narrative:
The technician found the ground wire loose inside the power cord plug. The technician reattached the ground wire to repair the bed.